Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any visual evidence to review, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is provided in the future, the investigation will be re-evaluated as needed and a follow-up report will be provided.

Event description:
It cannot lock during procedure and one more pic cannot take the sample after shooting into the patient tissue